Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were high impedances on electrodes 4 and 10. (Image showed 40000 ohms.) The rep programmer around impedances and the issue was resolved. No patient symptoms were reported.